Event description:
The event is described as: when the comfort flo system heated up, the circuit tubing came off at the white connection where the short probe plugs in above the column. No pt injury or intervention reported.